Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) has been confirmed. Upon investigation the monitor was able to power up. However, the j1 battery connector had contamination, causing an intermittent connection with the battery. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the defective monitor.

Event description:
A us distributor returned a monitor was resetting.